Event description:
It was reported that during a laser photovaporization procedure of the prostate, error code 152 (lbo temp, out of range) was displayed on the console screen. The surgery was not completed due to this event. The patient did not experience clinical consequences.

Manufacturer narrative:
The device history record (DHR) confirmed that the console was last serviced on 17 july 2020, and the console was fully functional with no issues. The xps laser console was serviced and evaluated by a field service engineer (fse) at the customer site confirming a fault condition. The fse replaced the resonator resolving the console issue. The laser console was calibrated. The laser console passed full functional and electrical safety testing. The resonator was returned and analyzed. Visual analysis found both lithium triborate (lbo) non-linear optics crystals were in good physical condition. During functional housing testing, the error codes were not replicated. The resonator output power was calibrated. The resonator was realigned and tested passing all testing. A review of the device instructions for use (IFU) and operator manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. With the available information bsc concluded, that the as reported error 152 could not be confirmed as the error code could not be replicated during functional testing. Service performed on site by fse found a fault condition that was resolved by replacing the resonator. However visual and functional testing of the returned resonator did not identify any damage that could have caused or contributed to the reported 152 error code which led to the procedure being aborted. Based on analysis and information available, the cause that contributed to the reported event cannot be established. Based on analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a laser photovaporization procedure of the prostate, error code 152 (lbo temp, out of range) was displayed on the console screen. The surgery was not completed due to this event. The patient did not experience clinical consequences.